Event description:
During the thermal ablation procedure, 3.5 minutes into the cycle, a leak was detected. Machine was turned off immediately, no leak was found. However when inspecting device, the device broke in half. Hot fluid leaked onto the surgeon, surgeon assistant, and buttocks of the patient. Staff wore gloved so no injuries to either. The patient had a bilateral buttock superficial, 1st degree, burns over a 5cm x 2cm area. Manufacturer response for thermal ablation device, genesys hta (per site reporter): the rep was in the room during the event and he took a photo of the device. He said he would inform the company so that they can do a quality review of it. Picture was requested from the rep, however, he has not sent it to our risk manager.